Manufacturer narrative:
E1: patient city - (B)(6) patient country - slovakia.

Event description:
Reference number (B)(4) event occurred in slovakia. It was reported that the patient faced five infusion set tubing leakage event on (B)(6) 2026. The leakage was at the site. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.